Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification, and the valve was successfully implanted. On post-operative day 1, a mean gradient in the 20s millimeters of mercury (mm hg) was observed, and the physician attributed the high gradient to a hyperdynamic left ventricle. After attempting to treat the high gradient, there was no improvement. Subsequently, the patient underwent a post-implant bav. Following the post-implant bav, the intra-operative mean gradient was 12 mm hg, and the valve appeared well expanded. On the patient's 30 day follow-up echocardiogram, a mean gradient of 47 mm hg was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the high gradient observed 1 day post-op, the patient was treated with fluids and blood pressure medication was initiated. Following the high gradient that was observed at the 30 day follow up appointment, hypoattenuated leaflet thickening (halt) was identified and anticoagulation medication was initiated.